Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. The hospital, indicated that the drill was broken because it hit the retrograde nail during surgery.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. The hospital, indicated that the drill was broken because it hit the retrograde nail during surgery.

Manufacturer narrative:
Evaluation summary: the reported event that the drill bit broke could be confirmed. The visual examination revealed that the drill bit is fractured at the cutting part. The fracture site shows the typical characteristics of a torsional overload breakage. The sales rep. Confirmed that the drill was broken because of hitting the retrograde nail. Based on investigation, we can assume the root cause of the breakage was the hitting of the retro grad nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.